Event description:
The pt underwent implantation of a synchromed pump and catheter for intrathecal infusion of baclofen for intractable spasticity. The pt underwent subsequent catheter replacements in 1998 and 1999, reason unknown to the current hcp as another hcp had performed the replacements and cared for the pt. The other hcp also performed a revision of the pt's eroded pump pocket incision in 2000. In 2000, the pt was noted to have a recurrent erosion of pump pocket incision. The pt had the following risk factors for delayed wound healing: diabetes, debilitated status (quadriplegic), recurrent urinary tract infections, and obesity. Pump pocket cultures grew gram negative staph, gram positive cocci, and yeast - not candida or cryptococcus. Blood cultures were negative. The pt underwent explantation of the pump and catheter in 2000. The pt was treated with oral and IV antibiotics and made a full recovery from the infection. Pt will not undergo another pump implantation but will continue on oral baclofen.